Event description:
The customer requested the automatic fluoroscopy interruption to be 10 mins and the x field resized to match the input surface of the image intensifier. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Mechanical and electrical calibration of the collimator was performed and the doses and x-ray interruption times were checked. The system was tested and operates as intended.